Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, noise resulting in oversensing and high pacing impedance was observed on the right ventricular (rv) lead. Technical support was contacted and recommended lead replacement. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating a suspected rv lead fracture. The patient no longer has an ICD indication, the ICD has been inactivated and no intervention will be performed on the rv lead.